Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device was alarming for a high inspiratory pressure alarm condition. The device's sensor board was replaced to address the issue. The sensor board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to a sensor drifting out of tolerance.